Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for prime anomaly. Customer¿s blood glucose was 375 mg/dl. Customer reported that blood glucose was 75 mg/dl at the lunch , blood glucose was shot up to 375 mg/dl, customer states that insulin pump did not deliver. Customer decline troubleshoot for high blood glucose. Customer states that this is the second time that he has experienced this issue. Customer reported that they stuck on rewind complete. Customer was changing set, was able to fill tubing was about to fill cannula then rewind pump message came up on pump. Customer states that insulin pump is not allowing customer to complete a set change. Customer states they are unable to exit the "preparing to prime" loop. Customer states they are stuck in rewind complete/bolus delivery loop. . Customer states they did not receive 2nd series of beeps nor did numbers appear on the screen. Advise customer the insulin pump will need to be replaced. Advise customer to revert to back up plan per hcp instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No rewind anomalies or prime anomalies noted during testing. Unit functioning properly. Unit received with minor scratched lcd window and cracked reservoir tube lip.